Event description:
It was reported that the patient experienced a ventricular fibrillation event which self-terminated after six seconds. This caused attempted charges by the device which resulted in bradycardia pacing therapies even though it would no longer deliver shock therapies. Device circuit timeout also reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device charge timed out during functional testing. Further testing revealed arcing occurred on the transformer secondary circuit. The overstress damaged the transformer secondary circuit, leaving the device unable to charge.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.